Event description:
Dexcom g7 and tandem slim x2 insulin pump delivered inaccurate amount of insulin resulting in profound hypoglycemia and motor vehicle accident. Required d50 and IV dextrose rescue. Intravenous (IV). Reference report: mw5169315.